Event description:
The customer observed positively biased ca results after calibration of the vitros 250 analyzer. Biased results of this type may lead to inappropriate physician action. There was no report of patient harm as a result of this event.